Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the intensive care unit (ICU). It was found that the patient's right ventricular (rv) lead was under-sensing ventricular fibrillation, resulting in failure to deliver shock to convert the patient. External shocks were administered. The physician elected to reposition the lead. During the procedure, the stylet was removed from the lead with difficulty, causing the inner lumen of the lead to become detached from the lead body. The lead was successfully capped and replaced on (B)(6) 2020. The patient was stable post-procedure.